Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a fibered coil got stuck in the catheter. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluaton yet. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA medwatch sofware package requires data in fields.